Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of 13 years, five (5) months due to unknown reasons. There was no investigational evidence that the disabled surgical valve had prematurely failed.

Event description:
It was reported that a patient with a 23mm 3000tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of 13 years, five (5) months due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.